Manufacturer narrative:
Concomitant medical products: product ID: 309201, lot#: 60208202, product type: screening device. Other relevant device(s) are: product ID: 309201, serial/lot #: (B)(4), ubd: 24-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via healthcare professional (hcp) via manufacturer representative (rep) reported that the test system stopped working after having felt sensation at 0.9. When the patient was reviewed in the clinic, the lead was found to have broken/snapped between the exit point out of the skin and the connector cable to the external neurostimulator. Factors included the report that the patient had mobility issues and to get out of bed, they had to maneuver on their back to the edge of the bed each time. No actions or intervention were taken as the lead was found to have broken. The issue was resolved and no surgical intervention occurred or planned. Relevant medical history includes overactive bladder.